Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2021).

Event description:
It was reported that during an ultrasound guided breast biopsy through normal density tissue, the first and second slides of the device allegedly self-activated. A coaxial introducer was not used. It was further reported that the procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided breast biopsy through normal density tissue, the first and second slides of the device allegedly self-activated. A coaxial introducer was not used. It was further reported that the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation a drop test was performed and the device did not self activate. An xray was performed and showed that the cannula tangs were not fully engaging with the device housing. The device was able to prime and fire properly. Upon disassembly it was noted that the left and right bumpers were bent within the device housing. Therefore, the investigation is unconfirmed for the alleged self activation issue. The identified bent left and right bumpers likely contributed to the reported self-activation. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.